Manufacturer narrative:
The reported event of dislodgement was not confirmed. Final analysis found the helix was stretched out of specification, consistent with having occurred during procedure. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the implant, it was observed that the lp dislodged post-release to the pulmonary artery. The device was removed and implant was abandoned on (B)(6) 2026. The patient was stable.